Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl), central regurgitation (ca) and valve calcification are potential adverse events associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the calcification and sub sequent aortic regurgitation (central and pvl) are unknown as limited information was provided. However, may be due to patient factors, (pre-existing valvular disease process and other co morbidities not provided) and/or the mechanisms described above complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in canada, approximately 4 years post deployment of a 23 mm sapien xt valve in the aortic position, the patient underwent for a valve in valve with a 23 mm sapien 3 valve due to symptomatic calcific degeneration. The patient had presented months prior with shortness of breath and heart failure. Echo showed severe left ventricle hypertrophy, thickened leaflets due to calcification leading to some immobility, no thrombus was present, moderate paravalvular (pvl), central regurgitation with stenosis, peak gradient 70 mmhg and a mean gradient of 43 mmhg. The sapien 3 valve was successfully implanted with no residual leak and minimal gradient.